Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: the surgeon fired the stapler normally but no staples formed at all. The device cut but did not staple. The staple line needed to be controlled for contamination and refired on to close the original defect. Used another stapler cartridge. No pt injury or ill effect. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as good. The device is being returned for evaluation.